Manufacturer narrative:
As reported, the patient was implanted with an optease inferior vena cava (ivc) filter. Per the medical records, the indications for the procedure were morbid obesity, high risk of deep vein thrombosis (dvt) and pulmonary embolism. The filter was implanted prior to bariatric surgery. The filter was successfully deployed during the index procedure and the patient returned to recovery in stable condition. Subsequently, the filter was found to have embedded in the wall of the (ivc). As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient is suffering from emotional and physical pain, emotional distress and mental anguish. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00524 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient was implanted with an optease inferior vena cava (ivc) filter. Subsequently, the filter was found to have embedded in the wall of the (ivc). As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient is suffering from emotional and physical pain, emotional distress and mental anguish. According to the medical records, the indications for the procedure were morbid obesity, high risk of deep vein thrombosis (dvt) and pulmonary embolism. The filter was implanted prior to bariatric surgery. The filter was successfully deployed during the index procedure and the patient returned to recovery in stable condition.